Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided, the reported heart failure is the result of a combination of pre existing poor heart function and the prolonged anesthesia during the procedure. The reported prolonged hospitalization and treatment with medications are the result of case specific circumstances. The reported patient effect of heart failure, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the clip was implanted, the patient had heart failure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. Four clips were implanted, reducing mr to 3. Due to the long intubation anesthesia, the right heart care deteriorated [heart failure]. The patient's heart was poor prior to the procedure and the long anesthesia made it worse. The patient was administered medication for 3 days. The clips remained stable on both leaflets and there was no issue with the devices used during the procedure. No additional information was provided.